Event description:
After operation it was noticed that the end part of the threads had been damaged. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the complained retaining sleeve shows that a part of the pitch thread broke off. The exact cause of this occurrence is undetermined. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.